Event description:
A reliant stent graft balloon was used with a non mdt (cooke zenith) during the emergent endovascular treatment of an acute type b dissection. It was noted tevar was performed because it is less invasive than performing thoracotomy or bypass. The central neck diameter was 42 mm. It was reported during the index procedure to preserve blood flow in the left subclavian artery, the non mdt graft was fenestrated and placed. The fenestrated graft was delivered just below the left common carotid artery and unsheathed until half of the graft came out. A guide wire and catheter were advanced from the left radial artery to the left subclavian artery and cannulated into the non mdt graft fenestration, but the hole was not properly oriented toward the greater curvature. The reliant stent graft balloon catheter was used. Position correction was performed several times while inflating. The physician then placed a covered stent in the left subclavian artery. It was reported post the procedure a decrease in blood pressure was confirmed. CT scan revealed a retrograde type a dissection. Thoracotomy was scheduled to be performed however the patient expired 2 days post the index procedure. It was noted no autopsy was performed. Per the physician the cause of the death was due to the retrograde type a dissection. The touch-up was performed several times while the balloon catheter was inflated which was determined as the cause of retrograde a dissection, so it was determined to have been caused by the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.